Manufacturer narrative:
Literature citation: naoya masuda, kozo hara, norihiro akiyama, kazuichi tamon, and shinobu takahashi. "Therapeutic experience of lumbar fusion by olif". (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Total of 19 patients(7 males, 12 females) have undergone oblique lumbar interbody fusion since (B)(6) 2014, mean age of 72 y/o, including lumbar spinal canal stenosis in 13 cases (including 6 cases of reoperation), degenerative scoliosis in 3 cases, rheumatoid spondylitis in 2 cases, and 1 other case. Anterior intervertebral fusion: 1 intervertebral space in 7 case, 2 intervertebral spaces in 10 cases, and 3 intervertebral spaces in 1 case. In all cases, posterior fixation was performed using pedicle screws. Posterior fusion for multiple intervertebral spaces was concomitantly used in 8 cases. In 2 cases, anterior/posterior surgery was performed in two-stage procedure. The mean surgical duration was: anterior fusion for 121 min, posterior fusion for 152 min, including the intraoperative mean blood loss of 90.2 ml. It was reported that in one case,anemia from retroperitoneal hematoma was confirmed.